Event description:
A user facility reported to olympus, that while using the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs for a uterine hysteroscopic space occupying resection. The insulating ceramic distal end fell into the uterine cavity. The tip was removed from the patient with forceps immediately. And the physician continued with the procedure. There was no patient injury. And the patient was discharged normally.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.